Manufacturer narrative:
Pump received with blank display due to the battery tube connector not plugged in properly to b1/ib. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was blank after being dropped. Blood glucose level at the time of the incident was 169 mg/dl. The customer also confirmed that the device had been exposed to sweat. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.